Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had a button error alarm. Customer also reported a black circle on the insulin pump's screen that could not be cleared. The customer stated they were unable to resolve the alarm by replacing the battery. The customer's blood glucose was 214 mg/dl. Customer agreed to return the insulin pump for analysis.